Manufacturer narrative:
H3:product analysis: evaluation determined that the bur was stuck. The likely cause of device failure was the distal bearing was detached. It was noted that the painted color ring was faded, and the tube was worn at the distal it was sharp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a repair request was initiated with no alleged product deficiencies. There was no patient impact at the time of report. Additional information received stating that it was defective. Upon evaluation it was found that the distal bearing was detached which made it reportable.